Event description:
Reporter indicated that a vns pt developed an infection at the incision site following implantation of the vns device. It was reported that the infection was successfully treated with antibiotics.

Manufacturer narrative:
Navarrete, eduardo g., et al. "Vagus nerve stimulation (vns) for the treatment of pharmacoresistant epilepsy: the spanish experience."